Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 7.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient faced kinked cannula events on 6-dec-2024. The issue occurred with seven similar types of infusion sets used for one day and the site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.